Event description:
Same case as: 2184052-2014-00170. It was reported the ardis implant broke during surgery. When the surgeon attempted to implant the ardis implant, it fractured. The surgeon used another implant of the same size and the same inserter to complete the case. No further information is available at the time of this report.

Manufacturer narrative:
The information contained herein is being provided to the FDA to comply with regulations relating to medical device reporting and is based on information submitted by other that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunctioned or that a device is related to a death or injury.